Manufacturer narrative:
Device evaluation summary: during visual evaluation some creases were observed in the anterior view expanding to the posterior view, also a tear was observed within the crease on the posterior view of the implant, measuring approximately 0.2 cm. Leak testing was performed in accordance with mentor procedures and no valve leak sites were detected. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 3, and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc and experienced a deflation and capsular contracture, baker grade 3 on the right side and capsular contracture, baker grade 2 on the left side post-operatively which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 475cc, catalog# 3502475, serial# (B)(4) (left), and (B)(4) (right) on (B)(6) 2019. This report is for the right side device.